Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID required maintenance. A field service engineer (fse) found the bio ID not lighting up. Performed a formal shutdown of the application and windows, powered off the unit, then powered on and rebooted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hh-hemonc biometric identifier required maintenance, and the error occurred multiple times and issue occurred when trying to login. However, there were no delays, adverse events or injuries reported based on this event.